Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain of the device. Visual examination of the adaptor coupling and the surface of the fracture observed evidence the device had experienced torsional fatigue. In addition numerous areas of surface deformation was found on the exterior of all components evidence of wear from repeated use. A manufacturing review was completed and no discrepancies were found. No further investigation is required. Updated to include device returned to manufacturer.

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch. Once the sample is received and the investigation is complete, a supplemental 3500a medwatch will be submitted with the results of the investigation. Event occurred in (B)(6). Device not yet received by manufacturer.

Event description:
It was reported during an unknown patient procedure that the power tool coupling broke off. The procedure was completed with another device. There was a 15 minute delay. No adverse events were reported as a result of the malfunction.